Event description:
This notification was opened for review for information received that the dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of visible foam degradation was found. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.